Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding/heavy bleeding") in a 37-year-old female patient who had essure (batch no. 626625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included bleeding menstrual heavy, nausea, accident, vaginal discharge, stillbirth nos in 2003 and depression. Previously administered products included for an unreported indication: laxative. Concurrent conditions included overweight, midcycle bleeding, constipation, pelvic prolapse, anxiety, excessive menstruation, polymenorrhoea, cystocele, acute retention of urine, urinary hesitancy, genital lesion, mood swings, dyspareunia, frequency of micturition, multigravida and parity 6. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines"). On (B)(6) 2016, 7 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("tiredness"), adnexa uteri pain ("ovary pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menorrhagia ("unusual and prolonged periods"), headache ("headaches"), abdominal pain lower ("cramping"), amnesia ("memory loss"), abdominal distension ("bloating") and menstruation irregular ("irregular periods"). The patient was treated with ibuprofen, solpadeine (tylenol 1) and surgery (partial hysterectomy and bladder surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, adnexa uteri pain, abdominal distension and menstruation irregular had resolved, the menorrhagia, headache, abdominal pain lower, abdominal pain and migraine outcome was unknown and the amnesia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amnesia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: current weight: 170lbs. Plaintiff feels like something is falling out of the vagina. Patient reports continued bladder pressure on (B)(6) 2016, difficulty and painful bowel movement w/suppository. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. CT scan: urinary retention. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("unusual and prolonged periods"), headache ("headaches"), abdominal pain lower ("cramping") and pain ("pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, headache, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, menorrhagia, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding/heavy bleeding") in a 37-year-old female patient who had essure (batch no. 626625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included bleeding menstrual heavy, nausea, accident, vaginal discharge, stillbirth in 2003 and depression. Previously administered products included for an unreported indication: laxative. Concurrent conditions included overweight, midcycle bleeding, constipation, pelvic prolapse, anxiety, excessive menstruation, polymenorrhoea, cystocele, acute retention of urine, urinary hesitancy, genital lesion, mood swings, dyspareunia, frequency of micturition, gravida and parity 6. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines"). On (B)(6) 2016, 7 years 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("tiredness"), adnexa uteri pain ("ovary pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menorrhagia ("unusual and prolonged periods"), headache ("headaches"), abdominal pain lower ("cramping"), amnesia ("memory loss"), abdominal distension ("bloating") and menstruation irregular ("irregular periods"). The patient was treated with ibuprofen, solpadeine (tylenol 1) and surgery (partial hysterectomy and bladder surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, adnexa uteri pain, abdominal distension and menstruation irregular had resolved, the menorrhagia, headache, abdominal pain lower, abdominal pain and migraine outcome was unknown and the amnesia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amnesia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: current weight: 170lbs. Plaintiff feels like something is falling out of the vagina. Patient reports continued bladder pressure on (B)(6) 2016, difficulty and painful bowel movement w/suppository. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. CT scan: urinary retention. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs and mr received, lot number added, reporters added, events: tiredness, abdominal pain, memory loss, and migraines, ovary pain, bloating, irregular periods, essure confirmation test was not done. Concomitant conditions and drugs added. Historical conditions added, treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("unusual and prolonged periods"), headache ("headaches"), abdominal pain lower ("cramping") and pain ("pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, headache, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, menorrhagia, pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.